Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 250cc textured mentor siltex round moderate profile saline breast implant experienced right-sided implant deflation postoperatively. Deflation was diagnosed by a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
Mentor received additional event information that the patient underwent replacement with mentor memorygel breast implants, 225 cc on the left (catalog # 3502254bc, left lot-serial # (B)(6) and 300cc on the right (catalog # 3503001bc, right lot-serial # (B)(6) on (B)(6) 2021. Upon secondary review of this file, mentor became aware of data omission error; suspect medical device lot number has been updated. The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 250cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking, measuring approximately 0.5 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device 266602 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4). D4. Lot: 266602.

Manufacturer narrative:
Mentor received additional event information regarding device details, and that the patient underwent replacement with unspecified mentor gel breast implants on (B)(6) 2021. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).